Event description:
It was reported via repair work order that the right side rail falls down due to broken assist cable no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.